Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received 11/24/2025 that there was not any exposed wiring, the shock did not require any medical treatment, it was not prolonged and the environment was not dry.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation: no visual defects were noted. Functional evaluation: the device was subjected to functional testing per (B)(4), section 6.3. All requirements were met. A water leak test was performed per (B)(4) no leakage noted. The device was subjected to a continuity test in order to test for electrical shorts. None were found. An electrical safety test was also performed using a known, good shaver console. No issues were identified. (Refer to engineering_memo_case (B)(4), attached.) Further examination was performed in an attempt to recreate the event reported by the customer. Again, no issues were noted. (Refer to mtf-MDR-case-(B)(4), attached.) The reported event is not confirmed. It is plausible that the customer's experience was the result of electrostatic discharge. This would result from clothing (e.g. Scrubs, smocks) that allow for the buildup of a negative charge through friction, creating a voltage potential difference between the individual and any conductive metal on the disconnected device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, it was reported by a sales representative via (B)(6) that an ar-8330h shaver handpiece "shocked" the operator when in use. This was discovered during the case. Another device was used to complete the case with no patient harm.